Manufacturer narrative:
The device was not returned to the manufacturer for analysis; however, attached photos on the complaint record confirms the lumen wire was kinked and its coating peeled.

Event description:
It was reported that peeled coating of the device occurred. The patient underwent lower extremity angioplasty. A 300cm straight tip v-14 short taper control guide wire was selected for use. Upon insertion, there was an odd sensation when advancing through the sheath. The device was pulled out and it was noted that the coating came off of the tip and the tip was kinked. The device was removed intact and no remains were left inside the patient. The procedure was completed successfully with no complications reported.

Event description:
It was reported that peeled coating of the device occurred. The patient underwent lower extremity angioplasty. A 300cm straight tip v-14 short taper control guide wire was selected for use. Upon insertion, there was an odd sensation when advancing through the sheath. The device was pulled out and it was noted that the coating came off of the tip and the tip was kinked. The device was removed intact and no remains were left inside the patient. The procedure was completed successfully with no complications reported.